Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and a cracked case near the display window corners was noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer was going to take a shower and was attempting to suspend the pump when he received a button error. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.